Event description:
Brevera breast biopsy system unable to obtain specimen. No errors or warnings when setting up and testing needle. No specimen obtained when pedal was pressed. Unable to lavage or aspirate.